Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2019-05257. This report is related to previously reported complaint of noise, MFR number 2017865-2014-14580. New information received indicating that the right atrial lead was explanted during an unrelated procedure.